Manufacturer narrative:
According to the IFU, bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. As no lot number was provided, coloplast is unable to trace the relevant product documentation and check if similar faults were registered from the particular production lot. Should the device or additional information be received, a follow-up report will be filed.

Event description:
According to the complaint received, a patient was performing second irrigation ever, pumped balloon 2 times, and instilled roughly 200-300ml. After catheter removal, patient experienced pain and bleeding. Patient went to the ER. Perforation was noted on CT and during surgery. Patient underwent jgb 10 laparoscopica explorativa, lavation, resection intestine sigmoidei et recti partialais, colostomia am hartman (temporary stoma). Perforation at recto sigma area. Operation in (B)(6) with post treatment in (B)(6).